Event description:
Additional information received reported the implantable neurostimulator (ins) ran out of battery on (B)(6) 2014. The ins had been implanted 17 months.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins was at end of service or elective replacement indicator (eri). Longevity was not met and the cause was unknown. The ins battery had depleted to the point that the eri bit had been set. A longevity estimate was done based on the parameters from the initial review of the ins which showed that the parameters had not changed from the day of implant. The estimate was done with the reported impedance and indicated an expected life of 2.74 years to eri. According to the trace report taken from the ins, the battery depleted to eri in 15.4 months ((B)(6) 2013 to (B)(6) 2014). Due to the discrepancy of expected life to actual life, the ins was destructively analyzed. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was partially depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. The cause of the discrepancy of expected life to actual life could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The ins was programmed to 1-, 2+ at 2.5v, a pulse width of 150, and a rate of 185 hz. Therapy impedances on 2013 (B)(6) were measured to be 828 ohms. The ins was replaced. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) that was replaced was programmed to 1-, 2+ at 3.5v, a pulse width of 150, and a rate of 185 hz. Following the replacement the patient was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.